Event description:
A customer reported to baxter product surveillance of an interlink set that leaked at an unspecified process step. There was no patient involvement or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. Batch review was not completed since the manufacturing records were discarded after 6 years from the manufacture date of 2002.

Manufacturer narrative:
(B)(4). It is unknown if the sample is available for evaluation. However, if the customer decides to send in the sample, a follow-up report will be submitted once the evaluation has been performed.